Manufacturer narrative:
The scope was returned for repair. The service evaluation confirmed the customer¿s reported issue; no image with e315 scope error was identified attributed to fluid invasion in the scope connector. Additionally, an air/water leak in the bending section cover. The scope was last serviced via repair in august 2020 with the customer¿s reported ¿control head is broken¿. The scope was repaired to standard specifications. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer¿s evis lucera elite colonovideoscope reportedly was found to have an image malfunction during the initial inspection before use. The customer reported "when the device was connected to the stack system the device had no image and displayed scope err e315, unsupported scope¿. The event was found during reprocessing. No death, injury or harm was reported to olympus. The scope will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the leakage from the bending section cover occurred by physical stress to the device which water entered and damaged the electrical components. The specific root cause could not be determined at this time. Users may prevent the suggested event by handling the device in accordance with the following the instructions for use: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.